Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pt was revised to address hip pain and osteolysis.

Event description:
Patient was revised to address hip pain and osteolysis. Additional information: operative notes allege the patient was revised due to progressive pain and elevated metal ion levels. During revision, the surgeon cleared the posterior capsule of a large amount of synovial tissue that was consistent with tissue stained with metallosis. The posterior wall of the acetabulum appeared to be deficient. The component was not covered by bone for at least half of the posterior wall. A large defect was found that went down to the lateral aspect of the femoral component that was identified in the operative notes as a lesion of grumous stained tissue.